Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a customer¿s device was emitting low volume on a new device. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Event description:
A distributor contacted heartsine to report that a customer¿s device was emitting low volume on a new device. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be emitting distorted speech prompts. During the investigation, the fault cleared and the device issued the normal advisory speech prompts as per specification. The device continued to issue the normal advisory speech prompts loudly and audibly with no notable distortion. The root cause could not be established. The device was scrapped by heartsine and the customer was provided with a replacement device.